Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd intravascular administration set experienced check valve malfunction. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event date:(B)(6) 2020. IV medication hung using alaris pump. Nurse noticed that the medication seemed to infuse faster than anticipated (bag was empty but the pump said that 30cc should be remaining). Primary bag appeared to be fuller than earlier. Second IV medication hung and nurse observed that it, too ran empty quickly---the primary bag became fuller again. IV stopped. Tubing and pump removed and new tubing and pump used instead. Patient effect: no harm reported.

Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified bd intravascular administration set experienced check valve malfunction. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Event date: (B)(6) 2020. IV medication hung using alaris pump. Nurse noticed that the medication seemed to infuse faster than anticipated (bag was empty but the pump said that 30cc should be remaining). Primary bag appeared to be fuller than earlier. Second IV medication hung and nurse observed that it, too ran empty quickly---the primary bag became fuller again. IV stopped. Tubing and pump removed and new tubing and pump used instead. Patient effect: no harm reported